Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 3/13/99 at a retail vendor. She sought medical treatment on 4/16/99 for infection at the site and was prescribed antibiotics. On 4/21/99 she was admitted into the hositpal for incision and draining of the site and given IV antibiotics. Pt was released on 4/23/99.